Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced intermittent audio output and a hypoglycemic event with no symptoms. The patient reported that during the hypoglycemic event, the continuous glucose monitor receiver did not ring, it only vibrated. The audio alert only works on the second notification. The receiver audio test passed during troubleshooting. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional event or patient information is available.